Event description:
It was reported that the cylinders of this inflatable penile prosthesis (ipp) were not inflating. After examination, fluid leakage due to a break in the tubing near the pump was found. The device was explanted and replaced. No patient complications were reported.